Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The (B)(6) computer was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the connect stat 3000 system would not boot up. No pt injury was reported.